Event description:
Surgeon was using a bard sauvage filamentous fabric to patch a carotid artery. This particular patch leaked, bleeding was controlled and patch remains in pt. No pt injury was reported.